Manufacturer narrative:
Annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right atrial (ra) lead had high thresholds. No intervention was taken as the patient passed away ap proximately two months after the event in a manner unrelated to the device system.

Manufacturer narrative:
Continuation of d10: ddmb1d4 ICD  implant date: (B)(6) 2016 ; 6935m55 lead implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there wer pacing impedance alerts triggered for the right atrial (ra) lead due to high pacing impedance. It was noted that the lead trend shows there has been a gradual increase of atrial lead impedance.  Additionally, there appears to be potential atrial undersensing triggering device classified false termination of at/af (atrial tachycardia/atrial fibrillation) events at times. The atrial lead remains in use. No patient complications have been reported as a result of this event.